Event description:
It was reported to philips that the system's x-ray tube was on fire/sparking. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the problem was found during an unknown diagnostic procedure. The procedure was completed as planned by moving the patient to another room. The field service engineer (fse) visited the site and confirmed that the system's x-ray tube was on fire/sparking. Upon troubleshooting, the philips field service engineer (fse) went onsite and inspected the cathode plug and reviewed the system logs and found tube arcing. On further troubleshooting, fse checked the tube cathode plug and found it to be burnt. To resolve the issue, the fse cleaned the tube cathode plug using 95% alcohol. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.